Manufacturer narrative:
Instrument performance was verified remotely by technical support. Instrument was performing acceptably. Sample quality is suspected as a potential cause of the issue, as the samples were repeated multiple times with the nearly identical results.

Event description:
The customer reported that on (B)(6) 2011 a low sodium (na) result was generated on a unicel dxc 600i synchron access clinical system for one patient sample. The result was rerun, with similar results, and was reported out of the laboratory. The results were questioned by the physician. No treatment was initiated based upon the erroneous result. Data provided by the customer indicates that three patient sodium (na), chloride (cl), carbon dioxide (co2), and calcium (ca) results were found to be erroneously low on (B)(6) 2011. The results were generated from a unicel dxc 600i synchron access clinical system. The samples were repeated with the same low recovery, and reported out of the laboratory. There were no deaths, injuries or changes to patient treatment attributed to or connected to this event. The patients were redrawn, and the redrawn results were higher.